Manufacturer narrative:
Additional information: after clinical review of this file performed on (B)(6) 2020, it was decided to remove patient code thrombosis to more accurately capture the reported event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and thrombosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent breast surgery with 275cc saline mentor siltex contour profile high breast implants and experienced bilateral capsular contracture and thrombosis postoperatively. As a result, the patient underwent bilateral device removal and replacement with competitor products on (B)(6) 2010. This report is for the patient's right-sided device.